Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the male telescope detached from the sleeve and the imaging window was twisted. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows a good rh peak of 39 ohms. Image characterization tests were not performed by the state in which the device returns.

Event description:
Reportable based on device analysis completed on 29aug2023. It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the image was black on screen. The catheter was flushed but did not resolve the issue. The physician had to adjust on far and near view enhancement and brightness, however, the image was still the same. The procedure was completed with another of the same device. No patient complication was reported. However, returned device analysis revealed the imaging window was twisted.

Event description:
Reportable based on device analysis completed on 29aug2023. It was reported that a catheter issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the image was black on screen. The catheter was flushed but did not resolve the issue. The physician had to adjust on far and near view enhancement and brightness, however, the image was still the same. The procedure was completed with another of the same device. No patient complication was reported. However, returned device analysis revealed the imaging window was twisted.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the male telescope detached from the sleeve and the imaging window was twisted. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows a good rh peak of 39 ohms. Image characterization tests were not performed by the state in which the device returns.